Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead dislodged. The patient demon- strated twiddler's syndrome. The lead was successfully re- positioned.